Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that PICC is leaking/changing color at the hub. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 5fr tl powerpicc catheter. A gross visual inspection of the returned catheter found that a longitudinally aligned tear was present between the 0 cm and 2 cm depth markers. Surrounding the tear site was deformation of the catheter tubing, giving the tubing an oblong shape. The tear was aligned along the 'corners' of the oblong shape where the degree of curvature was higher. Microscopic inspection of the tear site found that the fracture had rounded edges and a granular surface. Both features indicative of tensile stress. A cross-section of the tubing was taken at the tear location. Inspection of the cross-section found that the lumens were deformed, indicating that the deformation had occurred both externally and internally. Based on the observed features, it is likely that the unit experienced compression damage, leading to tensile stress forming along the points in the catheter tubing where the degree of curvature was higher and eventually forming into a fracture. This complaint will be recorded for future trending and monitoring purposes.